Manufacturer narrative:
Correction: the fse replaced the catalytic converter and exhaust filter assembly to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of haze/mist/vapor issue and system risk analysis (sra). Complaint trending of the haze/mist/vapor issue was reviewed from november 2016 to may 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and functional analysis. The assignable cause of the haze/mist/vapor issue is likely the catalytic converter and exhaust filter assembly. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump and catalytic converter were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported ¿smoke¿ or haze was emitting from the sterrad® 100s sterilizer while running a load. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.